Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, fourth day post-operatively during a laparoscopic sigmoidectomy, anastomosis was tested for tightness; however it seam insufficiency. The revision showed an insufficiency of the seam with tension-free still well blooded anastomosis.